Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the monitor cart intermittently reset thereby requiring a complete reboot to restore functionality. There is no report of death or serious injury associated with this complaint.